Event description:
User alleges that there was no flow coming from the tubing twenty minutes after setup and inital volume delivery. Reporter stated when priming, there was flow because they could manipulate the tube by hand and straightened it out. User thinks kinked tubing. Facility kept ns flowing on a regular IV until got tubing switched over. No delay in intervention except for slight delay in blood. No injury to pt reported.